Event description:
It was reported that following the implantation of a retroarc sling on (B)(6) 2014, the patient experienced a urinary tract infection with mild symptoms of fever, lower abdominal and right sided pain, nausea, queasy, "did not feel right" and occasional dysuria. On (B)(6) 2015 medication was administered and the event status is considered "continuing".